Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is 3004939290-2019-01451. The device was not returned for analysis. A product history record (phr) review of lot f1906504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failures could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr reviews, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is 3004939290-2019-01451. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, 6f-7f mynxgrip vascular closure device (vcd) was used on the patient and it did not work. When a second 6f-7f mynxgrip vcd was used and did not work, the user looked at the color markers. The peg did not close the puncture site. There was no reported patient injury and the patient was not hospitalized. The user is very experienced and has conventionally pulled off the first two (2) bleeds. The devices were stored in a refrigerator. It was reported that an antegrade approach was used for the procedure. There was no lesion calcification, vessel tortuosity, or angulation. The patient had normal weight and no high blood pressure. The devices were not returned for evaluation.